Event description:
During an endoscopic gastrointestinal hemostasis procedure for bleeding from a rectal polyp the physician used a cook hemospray endoscopic hemostat. It was reported that the physician followed the procedure instruction, the physician turned the handle to fill the gas and inserted the catheter into the forceps channel. He connected the catheter to the device, aimed it at the bleeding site, and pressed the spray button, but no powder came out at all (even though the lock was unlocked). Since the catheter was not clogged, he concluded it was defective and discontinued use. He completed the procedure using another new hemo-7 (lot unknown) without any problems. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return, only one catheter was provided for evaluation therefore a complete evaluation was not possible. Powder was not observed on the returned components, within the device nozzle, nor within the tray. The returned catheter did not show any signs of use (no discoloration, no kinks, no powder within). The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. The co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. However, it was noted that the lance was able to be moved side to side, this is likely cause by released of pressure during deactivation damaging the back of the lance following the user's observed difficulty. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and activation knob the wobbly lance was not able to pierce the new co2 cartridge, instead it was further displaced from it's normally seated position in the regulator. Therefore, the devices ability to spray was unable to be evaluated. For further evaluation the handle was disassembled. The tubes were disconnected for removal of any powder. Loose powder without clumps was present in the front tube connecting the on/off valve to the powder chamber. A small amount of loose powder without clumps was present in the back tube connecting the powder chamber to the low pressure valve. A visual inspection of the powder chamber's center downtube, cannula, and diffuser plate found them to be clear. The low pressure valve was disassembled and evaluated. All the internal components were intact. However, a powder was observed within the low pressure valve. The buildup of powder in the low pressure valve, resulting in the valve experiencing difficulty when opening and closing is a likely cause for the reported inability to spray. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed the device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for report of unable to spray was a build up of powder within the low pressure valve of the device. The cause of the powder build up is unknown. Catheter occlusion can create backflow and push powder, blood, and fluid back into the device, creating an internal clog. However, we could not conduct a complete investigation as only one catheter was returned for evaluation. This limits our ability to conclusively determine a cause. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.